Event description:
An ophthalmic surgeon reported that in vitrectomy mode during a procedure., bss (balanced salt solution) was leaking from the irrigation line, causing hypotony. The case was able to be completed without exchanging the product. There was no harm to the pt. No further info is expected for this case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/27/2014. (B)(4).